Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The act and b buttons were not responsive. Customer's blood glucose level was 100 mg/dl. The insulin pump alarmed communication error. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device received with no button response at act button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm spi to motor pic communication error alarm and unable to perform any tests due to button unresponsive.